Event description:
It was reported that the cannula deployed prior to activation indicating that a needle mechanism failure occurred. As treatment, a new pod was placed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received undeployed with the pink slider not visible in the viewing window and the linkage assembly was extended. On removal of the needle cap, the device deployed. The download data showed that the device completed first and second prime with an expected number of pulses before being deactivated by the user. Inspection of the needle and drive mechanism components found no damages or deficiencies that would prevent the needle mechanism from deploying. The needle mechanism was reset to the not deployed position using the lock and load fixture. Rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in a needle mechanism failure. It was concluded that the needle cap prevented the deployment of the device as indented. Although no problems were found with the needle mechanism, it could not be determined when the device deployed.